Event description:
It was reported that the pump was attached to a non-aspirated catheter before it was primed. A priming bolus 0.229 ml was programmed, then stopped 3 minutes later. No pt symptoms, treatment, or outcome was reported. The pt's pump contained baclofen 2000 mcg/ml at 580 mcg/day. It was determined that based on the concentration, daily dose, and tubing and catheter length, the pt would be without drug for a minimum of 16.469 up to a maximum of 23.91 hours a result of the failure to program the priming bolus prior to attaching the pump. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.